Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient says that they met with manufacturer representative today to make some adjustments and they turned on adaptive stim, but after pt got home they noticed the pulse width adjustment button is missing on the screen. Patient says they only have the intensity, rate, and adaptive stim buttons on the controller. The patient was redirected to their healthcare provider to further address the issue. Pt called back from number registered regarding the same issue as in this case. Pt repeated they could not access pulse width after adaptivestim was turned on today and called their rep after the last call, who said pulse width couldn't be activated. Pt said they had to have adaptivestim as their stimulation was very positional and they needed stim to change automatically when they move positions. Pt then said the rep only went to their area once or twice a month, so asked about where to search for other doctors they could go to. Pt called back stating they had 4 sessions with the rep trying to program their device without good luck. It is not being effe ctive. Pt will be meeting with the rep again on thursday. Pt called to ask about adaptive stim and settings. Pt said when they activated adaptive stim, pt no longer had access to pulse width. Pt used to have access to intensity, pulse rate and pulse width. Pt needs access to pulse width because their problem was in the foot and they needed to reach the foot. Rep told pt to call ps to ask how to activate the pulse width. Reviewed this needs to be done by using the tablet. The rep called to ask about programming parameters with adaptivestim. The caller wanted to give the patient access to pulsewidth adjustment when adaptivestim was enabled. Tss reviewed programming information with the caller. The rep indicated that the patient was getting better therapy in their left foot with the 37714. The caller indicated that with the 97715 the coverage is not as good and sometimes the patient gets stim in the front of the leg. The caller will continue programming with the patient and will follow-up with the hcp about other potential options.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that programming the implant had been a challenge to get good therapy. The doctor was going to do a trial to see if coverage of the left foot can be improved.